Event description:
Blood observed in console of pump. Intra-aortic balloon catheter removed. Patient did not require a replacement catheter. The facility sumbits this report pursuant to the provisions of 21 cfr part 802. This report is based on preliminary information received by this facility which has not had the opportunity to investigate or verify prior to the reporting date. This report shall not be construed as an admission by the facility that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact ocurred.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.